Manufacturer narrative:
A ge svc rep performed an onsite investigation. The reported issue could not be identified or duplicated. The sys was operating as intended. However, the svc rep did regrease the candlesticks.

Event description:
The customer reported the sys made a popping sound, displayed an error message and then shut down without command. There is no report of pt injury.